Event description:
Complainant alleged that the medics analyzed a pt in cardiac arrest and received a "shock advised" message for a non-shockable heart-rhythm. The medics initially attached the device, in semi-automatic mode operations via multi-function electrodes to the pt who was presenting a ventricular-fibrillation heart-rhythm. Medics then analyzed the pt and received a "shock advised" determination and administered a 200 joules shock to the pt. The pt was automatically re-analyzed and the device again issued a "shock advised" determination. The medics administered a second of 200 joules shock to the pt. The device analyzed the pt a third time and returned a "shock advised" message. Medics then administered a third shock of 360 joules to the pt. The pt was then analyzed a fourth time and a "no shock advised" prompt was returned. The medics continued to attend to the pt for one minute and then performed a fifth analysis on the pt. A "shock advised" determination was returned and medics administered a fourth shock of 360 joules to the pt. The pt was automatically re-analyzed and a "no shock advised" prompt was returned. The medics continued to treat the pt and then transferred care to paramedics who arrived on scene. The "shock advised" determination and subsequent shock for advisory analysis number three (3) are the issue of this complaint. The facility's medical authority does not believe that the heart-rhythm should have been shocked. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction.